Event description:
A manufacturer representative reported that they were doing an implantable neurostimulator (ins) replacement because the patient was having difficulty charging. No further information was provided. The indication for implant was unknown. Additional information received from the manufacturing representative (rep) indicated that the patient was having difficulty being able to physically reach and recharge on their own, and disliked the recharging process. The patient started having difficulty with recharging in 2016. No known patient symptoms were reported. The rep stated that the explanted device was not obtained. No further complications were reported. The patient was implanted for spinal pain.